Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-4135.

Event description:
A hydratome sphrincterotome was used for an ercp(endoscopic retrograde cholangiopancreatography) procedure(age, weight unknown). According to the complaintant, during the procedure, the physician noticed that the tip of the wire appeared torn and to have a "lip". As a result, the physician did not advance to the papilla. The procedure was completed with another hydratome sphrincterotome and there were no patient complications reported as a result of this event.

Manufacturer narrative:
No device evaluation was performed as the product has been disposed. Not returned to manufacturer.